Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected data - e1(event site telephone). A getinge field service engineer (fse) upon inspection, confirmed it was likely to be caused by reel, ac power cord, cee 7/7 "type e/f" causes no power to enter the machine. Tried changing reel, ac power cord, cee 7/7 "type e/f" 1 piece with a new one and have the user department test the machine first. Found that after changing the power cord storage and testing the machine, the power entered the machine normally. Offered a price for the ac power cord set. The customer has not yet approved the repair. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due character limit e1: contact person name- (B)(6). Event site name- (B)(6). Event site address- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported taht dueing routine check cardiosave intra aortic balloon pump(iabp), there was no power to the machine. There was no patient involved.